Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Nine implants were explanted. It is unknown which locking screw bent, which broke and which were concomitant. Removed implants: variable angle lcp medial distal tibial plate (part 02.118.005, lot 9452534, quantity 1); locking screws (part 02.211.0xx, lot unknown, quantity 4); locking screws (part 02.127.1xx, lot unknown, quantity 2); cortex screw (part 204.8xx, lot unknown, quantity 2).

Manufacturer narrative:
This report is for one (1) unknown locking screw. Part#, lot# and UDI # is not available. Device was implanted on an unknown date in (B)(6) 2015. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Therapy date of concomitant device is an unknown date in (B)(6) 2015. (B)(6). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follow: it was reported that on (B)(6) 2017, patient underwent planned revision surgery to remove implants. Patient was implanted with the reported implant in (B)(6) 2015. During the revision surgery a locking compression ankle plate (lcp) and unknown quantity of screws were removed. It was reported that during the revision procedure, one (1) locking screw bend at the head and one (1) screw was broke at its distal end. All locking screws were securely locked on the plate at the time of removal. The surgery was not prolonged and the patient outcome was reported as good. There was no patient harm and all broken off fragments were removed. The implants were removed without problems. The procedure was completed successfully. Concomitant medical products: variable angle lcp medial distal tibial plate (part# 02.118.005, lot# 9452534, quantity 1); locking screws (part# 02.211.0xx, lot# unknown, quantity 4); locking screw (part# 02.127.1xx, lot# unknown, quantity 2); cortex screw (part# 204.8xx, lot unknown, quantity 2). This report is for one (1) unknown locking screw. This is report 1 of 1 for (B)(4).